Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when powered on the unit will not even start self-test just displays the backlit screen and line across the bottom and the leds light up and just alarms it only stops alarming when pulling the battery. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, the right corner of the top case was cracked, and the battery door was cracked upon receipt. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation as a blank screen with constant alarm was found at power up. Root cause of the reported event is attributed to user error whereby an incomplete software upload had occurred. Uploaded software from base to head of pump and power cycled the device, performed power up process, preventive maintenance and all functional tests which passed. The reported product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000.